Event description:
The user facility reported a dialyzer leak. According to the facility administrator, the leak occurred as soon as the blood reached the dialyzer. The blood flow rate was 350; the dialysate flow rate was 800. The machine alarmed. The leak was visible and internal, at the header nearest the arterial line. Estimated blood loss was 100-200 ml. The patient was asymptomatic, did not require medical intervention, and was fine. Treatment was successfully completed with a new set-up on another machine.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.